Event description:
It was reported that the customer experienced a discrepancy in the displayed and actual time settings of the pump, which was greater than five minutes. Blood glucose level was low, but no specific value was provided. The customer addressed the low blood glucose by consuming a piece of meat and did not require assistance from a third party. Technical support assisted the customer in updating the pump time and advised monitoring for further discrepancies, which the customer understood and acknowledged.